Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 3 failed. A field service engineer reseated all connections, cleaned the latch and drawer sensors, and tested the device in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a malfunction with auxiliary drawer 3. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.